Event description:
It was reported that the device was explanted due to output curcuit damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported output anomaly was confirmed in the laboratory. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and the ICD can. The low voltage functionality was tested on the bench and was found to be normal.